Event description:
It was reported that after the implantation of a bifurcated device, infrarenal aortic extension, and two suprarenal aortic extensions, the patient expired allegedly due to an aneurysmal rupture. Reportedly, during post dilatation of a suprarenal aortic extension, the aneurysmal neck ruptured. A second suprarenal aortic extension was placed to cover the rupture, as confirmed by post-procedural imaging. The patient was being prepared for transfer to the recovery room, when it was noted that the blood pressure had not returned to normal and the abdomen appeared distended. The patient was transferred to operating room, where the physician performed an abdominal incision and discovered two liters of blood inside the abdominal cavity. Reportedly, the physician observed a rupture in the posterior infrarenal aorta. During the operation, the patient coded and could not be revived.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Based upon the review of lot records/work orders and prior reports no issues with the lot were noted. The actual devices were not returned; hence no evaluation could be conducted on the devices. However, operative notes were provided by the hospital for review. Based upon review of medical records by medical director, the procedure was performed outside of the IFU instructions, specifically deployment across an infrarenal neck angle of greater than 80 degrees. The review also indicated that while no details were provided regarding the balloon sizing or inflation pressures used. Regardless, the review concluded that the combination of extremely difficult anatomy and the necessity to post dilate likely contributed to the event, stating that there was no indication of any fault with the endologix device. Treating the patient with non-aneurysmal neck angle greater than 60 degrees is warned against and outlined in the current IFU. IFU also warns that increased risk of vessel injury and/or rupture may occur while ballooning the stent graft. It also warns, to not exceed the manufacturer's recommended maximum inflation diameter. Rupture of the balloon may occur. Over-inflation may result in damage to the vessel wall and/or vessel rupture, or damage to the stent graft. Patient's death intra-operatively is reported to be caused due to ruptured aneurysm. A second suprarenal extension was deployed to correct the rupture but was unsuccessful and the patient expired during attempted open repair.